Event description:
The pt was found unresponsive around 11am. The pts blood glucose was 92mg/dl at approximately 12:30pm. Paramedics were called and within in 30 minutes they tested and received a result of 27mg/dl. The pt was given an IV and taken to the hosp where they were kept overnight. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.